Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of this investigation concluded there were tears in the free edges of all cusps with missing portions of cuspal tissue. There was circumferential fibrous pannus ingrowth on the inflow surface of all three cusps with a narrowing of the inflow diameter. Cusp 3 was fibrotically thickened. Cusps 1 and 3 had detached pieces of tissue which contained calcifications. Cusp 1 contained a retraction in the tissue at the base of the cusp. Special stains were negative for organisms and no acute inflammation was present. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the retraction, tears, pannus, calcifications, and fibrin were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4)

Event description:
This 21 mm sjm epic valve was implanted (unknown date) but failed due to regurgitation. The valve was explanted on (B)(6) 2015 and replaced with an unknown valve.